Manufacturer narrative:
The device was not returned for investigation. The available information indicates that the issue was likely the result of overinflation by the end user. Therefore, the probable root cause was attributed to user error. As stated in the IFU: ensure that the movable sleeve hangs loosely on the infusion area of the distal (internal carotid) lumen and does not cover the external safety balloon as it will render the safety balloon inoperable and subject the internal carotid artery to possible injury by over-inflation of the internal carotid balloon. Do not inflate the internal carotid balloon to any greater volume than is necessary to obstruct blood flow for the internal carotid artery. Do not exceed the recommended maximum balloon liquid capacity. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.

Event description:
It was reported that the internal carotid balloon of the pruitt f3 shunt was overinflated, resulting in damage to the vessel wall of the internal carotid artery. The event was suspected to be related to user error. No additional injuries or complications to the patient were reported.